Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-15769 and 15770. It was reported the patient experienced positional stimulation. The patient ceased using and charging her scs system one year ago. Subsequently, the ipg will no longer communicate with external devices. Surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.